Event description:
On 22/apr/2022, fresenius became aware this male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to lightheadedness, dizziness, and generalized weakness. The patient¿s pd registered nurse (pdrn) could neither confirm nor deny the patient was actively undergoing ccpd therapy when the events occurred. However, follow-up with the patient¿s pdrn confirmed they were hospitalized on (B)(6) 2021 through (B)(6) 2022 and has recovered from the events. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the patient¿s liberty select cycler and the serious adverse events of lightheadedness, dizziness, and generalized weakness which required hospitalization. The patient¿s peritoneal dialysis registered nurse (pdrn) could neither confirm nor deny the patient was actively undergoing ccpd therapy when the events occurred. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, per the patient¿s pdrn, the patient was discharged and has recovered from the events. Based on the information available, the patient¿s liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events.